Event description:
Caller reported experiencing too low blood glucose levels for 3 weeks with the lowest being 35 mg/dl. Treatment received was not provided. Patient's target blood glucose range was not provided. Caller stated her diabetes specialist has checked her basal rate but he found no concern. Caller reported he thinks the infusion device delivers too much insulin. Caller stated there are no health concerns. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.